Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection observed low insertion of the tube that was inserted into the upper y-site. Leak testing identified a leak between the tube and the upper y-site. The leak, due to the low insertion, was caused by a machine in manufacturing. A CAPA has been opened to address this issue.

Event description:
It was reported that a flogard solution administration set leaked. This malfunction was identified when the set was being primed with saline. There was no patient involvement. No additional information is available.